Event description:
It was reported that there was a high impedance issue. The surgeon noticed that all impedance measurements were at 4,000 ohms. The lead was explanted and replaced. There were no patient symptoms reported. It was later reported that the patient was well.

Manufacturer narrative:
Concomitant product: product ID 3093-28, serial # unknown, explanted: (B)(6) 2014, product type lead. (B)(4).